Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre. Further info can be expected as soon the samples are on hand. "Gambro does not regard the submission of this report as an admission of liability".

Event description:
Customer complaints blood leakage during the first use. Blood flow rate 250ml/min, tmp,150mhg. The blood loss was about 3 ml. No pt harm and no medical intervention was necessary.